Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer reported that the malfunction had happened multiple times however tandem technical support identified one alarm in the pump history. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to gather further information, however no response was received.